Manufacturer narrative:
Correction to d4 unique identifier (UDI#): (B)(4). Correction to h4 date of manufacture: 12-dec-2022 to: 21-dec-2022. Correction to h6 component code: 3067 to 4755. Returned was one opened pack tray with no label and a brown bottle labeled lot x3186 containing one light blue irrigation sleeve. Visual examination of the sleeve showed it was dirty with particulates and dried solutions all over. Though many tiny particles are visible on the sleeve, no specific particle could be identified as described in the complaint. The rest of the pack components including the needle wrench were not received. Due to evidence of use, the source and origin of the particles cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The particle was removed with irrigation aspiration.

Manufacturer narrative:
Correction h6 investigation findings: from: 3221 to: 202.

Event description:
It was reported by the user facility in the united kingdom that the phaco needle sheath had a particle come out from it. The particle was noticed once it left the tip of the phaco sleeve and came out in the irrigation flow and did enter the patient's eye. No injury or impact to the patient was reported.

Manufacturer narrative:
The product has been collected and shipment is anticipated. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.